Event description:
The nurse was attempting to start an IV line with an 18g catheter in the patient's left antecubital space. The nurse saw a blood return, however, when she pushed the button to retract the needle, it would not retract. At this point, the patient began moving and would not hold still. The IV became dislodged and the pt pushed the nurse's hand that was holding the IV needle into the nurse's other hand. The nurse was stuck in her thumb with a dirty needle as a result. Staff disposed of the needle and the packaging.

Manufacturer narrative:
Conclusion - a root cause analysis could not be determined as the sample was not returned for the investigation. The device history could not be reviewed as the lot number is unknown. CAPA (B) (4) has been initiated to reduce gel weight variation that affects activation speed. The quality control plan was updated to increase monitoring of the gel weight and ensure manufacturing parameters are controlled. CAPA (B) (4) has been completed to address the change in activation speed. This CAPA established optimum gel volumes and provided a locking mechanism within the process to ensure volumes are only adjusted by authorized personnel. CAPA (B) (4) was completed to reduce part vibration during the glue process. CAPA (B) (4) has been completed to improve the effectiveness of glue challenge samples. (B) (4). (B) (4).